Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Patient information was not provided by reporter. Additional device product code is hwc. (B)(4). Date of implant is unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2016 to remove a trochanteric fixation nail system (tfn) due to non-union and a broken nail. The nail, helical blade, and the screw were removed without any surgical delay. The initial date of the tfn system implant is unknown. The patient was revised with a synthes 4.5mm 90 degree angle blade plate. The surgery was completed successfully. This report is 1 of 1 for (B)(4).